Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation procedure, after lens placement, noted a thread on the optic. The thread came off after long polishing.

Manufacturer narrative:
The product was not returned for analysis, the lens remains implanted. Additional information: the complainant indicates the use of viscoelastic and the use of cartridge, which are not qualified to be used with the associated iol model. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The surgeon states the use of a non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).